Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada 14 referenced is being filed under a separate medwatch report number. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified tibial artery that had restenosed 70%. A hi-torque command 14 guide wire was advanced to the lesion. Resistance was felt when advancing and re-positioning backwards a 2.0x200mm armada 14 balloon dilatation catheter on the guide wire post inflation. The armada balloon had been inflated three times (nominal to rated burst pressure) and then completely deflated. The armada was then simply removed and a new 14 unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.